Event description:
Caller reported a malfunction on the pump. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Caller was informed to reach out again if the issue reappears and confirmed their understanding.